Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously occurred in pt anatomy and caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent came off of the delivery system during preparation. No additional event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with no blood visible. There was contrast on the balloon and on the distal shaft. The stent implant was dislodged and returned on the stylet covered with an orange protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements did not meet mfg criteria. Pin gauges were used to measure the inner diameter of the returned protective sheath. Quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation.